Manufacturer narrative:
An event of heart failure, dyspnea, aortic stenosis and regurgitation almost after six years of implant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, field noted that the cause of the patient's moderate mitral regurgitation was due to degenerative calcification and high aortic gradients were due to the patient's past medical history. There is no allegation of malfunction against the device or procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_837 - trifecta gt pmcf, patient site ID: (B)(6). It was reported that on (B)(6) 2017, a 21mm trifecta gt valve was successfully implanted in a patients aortic position with a past medical history of aortic stenosis, annular clarification, leaflet thickening and commissural fusion of the native aortic valve. On (B)(6) 2023, it was noted via echocardiogram that the patient was suffering from high aortic gradients and moderate mitral regurgitation. It was also noted that the patient's dyspnea had worsened along with worsening heart failure to a new york heart association (nyha) class 2. There was no intervention/treatment performed. There was no initial or prolonged hospitalization due to this event. The patient was stable at the time of report. There is no allegation of malfunction against the 21mm trifecta gt valve or procedure. There cause of the patient's moderate mitral regurgitation is attributed to degenerative calcification. The high aortic gradients are attributed to the patient's past medical history.